Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's (B)(6) permanent procedure the physician tested the pt's trial lead which revealed invalid impedance measurements. In turn, the physician explanted the lead and abandoned the procedure. Additionally, it was reported the physician experienced difficulty removing the lead due to scar tissue.